Manufacturer narrative:
(B)(4). D10. 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell item# 00875101036 lot# 61736670 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 item# 00877503601 lot# 2596622 allofitâ® it alloclassicâ®, shell for acetabulum, uncemented, 52/ii item# 00875505200 lot# 2597552. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, approximately 9 years post implantation, experienced a periprosthetic femoral fracture and underwent internal fixation with a plate and cable wires. Diligence is completed and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified contributing factors of event: elderly, obesity, osteoarthritis. Periprosthetic femoral fracture: internal fixation, plate and cable wire (this indicates an additional procedure was required). With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.